Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarms noted. No traces of moisture were noted at electronic or motor assemblies per visual inspection. Device was received with minor scratches on lcd window, cracked battery tube threads and broken belt clip slot.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. The customer stated he wears it in his pocket while working and it was hot so the insulin pump may have been exposed to sweat. Blood glucose value was 72 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.